Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had off no power alarm. The blood glucose was unknown at the time of the incident. Customer stated that, they did not receive a low battery alert prior to the off no power alert. Customer stated that, this is the second occurrence of off no power without a low battery warning. Customer stated that, there were not unattended alarms. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no off no power alert noted. Insulin pump meets specification: yes

Manufacturer narrative:
Pump passed the displacement, self test, unexpected restart error, off no power and all operating currents tested within the specification range. The pump was monitored and tested with no off no power alert noted.